Manufacturer narrative:
Investigation has been initiated. Any additional information will be filed as supplemental report.

Event description:
It was reported that "originally a 4.0 diameter screw was implanted and passed through the locking mechanism. Patient bone quality was soft, and the screw stripped the bone in screw hole. The screw was then taken out and a larger 4.5 screw was implanted. While being driven through the locking mechanism, the ring shredded and "coil" of the locking mechanism shredded out of the ring."